Event description:
The customer reached out stating "lower aligners never went all the way on, and lower teeth still overlap". Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.